Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad). The 2.5x15mm apex monorail balloon was advanced to the lesion and ruptured at 14atms on the second inflation. It is unknown what atms were reached on the initial inflation. It was noted that continous flushing was performed during the use of the apex balloon. The balloon was successfully removed and was replaced by a non bsc device and then a non bsc stent was implanted. The procedure was successfully completed with no patient complications reported. The patient's current condition is listed as "good." This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.